Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited noise that was oversensed by the device. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.